Manufacturer narrative:
Evaluated unit and found normal water temp of 92 f through insert at max power and 30 cc/min water flow. Handpiece staying cool during continuous operation. Water pressure and unit calibration needed some slight adjustment both the fittings for the air and water appear to have been damaged during removal of hoses and were replaced. Large air from the powder bowl cap. Cleaned bowl assembly to correct any air leaks. Foot pedal was received not sync'd with the unit. Replaced water filter with debris and worn handpiece grip. Verified proper operation of unit.

Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.

Event description:
While using a cavitron g137 scaler, the handpiece was heating up and are the customer is claiming the unit is burning the patients gums (indicating an overheating insert tip); no injury intervention was required.